Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The physician doesn't believe that the death was related to the device. The patient's relatives are claiming device malfunction. No further information is available.